Event description:
The customer reported that during a surgical procedure, the surgeon was injecting local and the phalange broke off. This caused a hole in sterile glove nearly injuring the surgeon's thumb. This is the second instance of this happen at our facility in the surgical department. On april 15, 2024, we received one sample returned by the customer and conducted an investigation on the returned sample.

Manufacturer narrative:
The returned samples of this event was retuned for evaluation. It met the specification. The lot number was request but the company hasn't received till now, the DHR can't be reviewed this time. The event can't be confirmed, the root cause can't detected currrently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.